Event description:
I have been experiencing what was thought to be complications of cataract surgery on my left eye for one year. During that time, I have been wearing a corrective contact lens in that eye. The contact lens solution was amo complete moisture plus. I currently have two bottles. One is from lot zb02898 and the other is abo00737. During the time, I have been using this product I have needed three tear duct plugs, have chronic dry eye syndrome, I'm unable to drive at night because of distorted vision and have extreme sensitivity to light. My visits to the cornea specialist have been every month for a year, and he has not been able to find a solution to the problem. It has cost alot in medical bills and prescription for restasis. Last week, I began using amo sept for solution. It is too early to see if there will be a return of vision, but at the present, it has greatly affected my quality of life.